Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient had an inferior vena cava filter deployed via the jugular vein for history of extensive left lower extremity dvt extending through the iliac vein and into the inferior vena cava. Prior to the filter deployment, a thrombolysis procedure was performed, but was unsuccessful. During the hospitalization, the patient developed heparin-induced thrombocytopenia and was started on another blood thinner. Approximately nine months post filter deployment, the patient had a follow up visit with vascular surgery who recommended the filter be removed. Ten days later, the patient was scheduled for a filter retrieval procedure. The patient was prepped and draped in usual sterile fashion. Prior to the filter retrieval procedure, an abdominal x-ray was reviewed and demonstrated a tilted filter with a detached limb cephalad to the filter. The procedure was concluded and the decision was made not to retrieve the vena cava filter at that time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received - medical records were received and reviewed. The patient had a vena cava filter deployed successfully for history of extensive dvt after an unsuccessful thrombolysis procedure. Approximately nine months post filter deployment a retrieval procedure was scheduled; however, prior to the filter retrieval, evaluation of an abdominal x-ray identified the filter was tilted with a detached limb located just superior to the filter placement. The decision was made not to retrieve the vena cava filter at that time. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had an inferior vena cava filter deployed via the jugular vein for history of extensive left lower extremity dvt extending through the iliac vein and into the inferior vena cava. Prior to the filter deployment, a thrombolysis procedure was performed, but was unsuccessful. During the hospitalization, the patient developed heparin-induced thrombocytopenia and was started on another blood thinner. Approximately nine months post filter deployment, the patient had a follow up visit with vascular surgery who recommended the filter be removed. Ten days later, the patient was scheduled for a filter retrieval procedure. The patient was prepped and draped in usual sterile fashion. Prior to the filter retrieval procedure, an abdominal x-ray was reviewed and demonstrated a tilted filter with a detached limb cephalad to the filter. The procedure was concluded and the decision was made not to retrieve the vena cava filter at that time. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was deployed for history of extensive left lower extremity dvt extending through the iliac vein and into the inferior vena cava. Approximately nine months after implantation, the patient was prepped and drapped for a scheduled retrieval procedure. Prior to the retrieval attempt, abdominal x-rays were reviewed and demonstrated a tilted filter with a detached limb cephalad to the filter. No attempt to retrieve the filter was made and the procedure was cancelled. Based on the medical record review, limb detachment and a tilted filter can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received - medical records were received and reviewed. The patient had a vena cava filter deployed successfully for history of extensive dvt after an unsuccessful thrombolysis procedure. Approximately nine months post filter deployment a retrieval procedure was scheduled; however, prior to the filter retrieval, evaluation of an abdominal x-ray identified the filter was tilted with a detached limb located just superior to the filter placement. The decision was made not to retrieve the vena cava filter at that time. No additional information was provided in the medical records received.